Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6, -10.00diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to low vault. It was reported that an exchange for a longer length lens was performed and the problem was resolved. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: secondary surgical intervention, removed and exchanged; not included in the initial MDR. Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. Claim# (B)(4).